Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). The device was explanted and no additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Upon receipt at our post market quality assurance laboratory, a review of memory noted no suspicious fault codes or resets while implanted. The pulse generator pg diagnostic data spreadsheet graph shows a cell depletion pattern that is consistent with normal battery depletion. The device passed the longevity calculation with a lifetime longevity of 135.3 percent. Device implanted for 8.21 years. Elective replacement indicator eri or end of life eol interval is 92 days. Passing is 90 days. The no problem detected conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.